Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming "no disposable, clamp tubing". Per reporter residual volume was: 26.0 ml, rate 1.5 ml.hr and 44.0 ml was given. No adverse patient effects were reported. No additional information is available at this time.